Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure, the first lead (B) (4) had to be positioned several times. The helix was extended and retracted numerous times. Attempts were made to remove the stylet; however, this was not possible even after pulling hard. Therefore the lead and the stylet were removed. Report received with the second lead (B) (4) stated that the stylet would not go all the way down the lead. The devices were not implanted. No patient complications have been reported as a result of this event.